Event description:
Boston scientific crm received information that this device was emitting beeping tones. Upon interrogation, the device indicated it had recorded shock impedance measurements less than 20 ohms. Noise was also seen on the the shock channel during patient maneuvers. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was scheduled. No further information is available. If additional information becomes available, an updated report will be submitted.

Manufacturer narrative:
An invasive procedure was performed and the lead was tested. No out of range measurements were noted during the procedure and the physician elected to leave the system implanted. Boston scientific technical service (ts) consultants recommended a complete system replacement. A later revision was performed and the system was explanted. The explanted products are not expected to be returned for analysis. No further information is available. If more information becomes available, this report will be updated.